Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Pulse. How was the bleeding identified? Patient wasn¿t feeling well, I believe they x-ray and saw a hematoma. Were any staple formation issues noted throughout the care of the patient? No. What is the current patient status? After the case was fine.

Event description:
It was reported that post op of a laparoscopic roux-en-y procedure, the patient was bleeding in the belly and was brought in for a second procedure that occurred today (B)(6) 2019. The bleeding was stopped by a clip applier on the staple line. 500cc's of blood was lost. The blood was not replaced.